Manufacturer narrative:
The customer reported that the central nurse's station (cns) gave a "signal loss/reconnect" error message. The tiles would then intermittently go blank. This was affecting all connected transmitters. Nk ts was able to resolve the issue by resetting a tile and rebooting the system, however the cns again displayed the same symptoms later and then went completely down. A spare cns was setup up to continue monitoring patients. No patient harm was reported. They will be sending this unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry transmitters: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) gave a "signal loss/reconnect" error message. The tiles would then intermittently go blank. This was affecting all connected transmitters.

Event description:
The customer reported that the central nurse's station (cns) gave a "signal loss/reconnect" error message. The tiles would then intermittently go blank. This was affecting all connected transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) gave a "signal loss/reconnect" error message. The tiles would then intermittently go blank. This was affecting all connected transmitters. Technical support (ts) was able to resolve the issue by resetting a tile and rebooting the system, however the cns again displayed the same symptoms later and then went completely down. A spare cns was setup up to continue monitoring patients. They sent this unit in for repair. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: based on the available information, a definitive root cause could not be identified. Nihon kohden repair center (nk rc) evaluation found that the hard disc drives (hdd) had been in use for over 5 years. Nk rc was unable to duplicate the reported issue, and as a precautionary measure, replaced the hdds of the device. As the cns was blanking out and was not booting up, and the hdds were already old, it is likely that the condition of the hdd is a contributing factor to the reported issue.